Event description:
A spontaneous call from the patient stating he was at the beach and got hit by a wave and the pump got wet. It is now making a cracking noise. Pump is being replaced. Patient had no issues and switched to his back up pump. Strength: 2.5 mg/ml. Dates of use: from (B)(6) 2018 to current.